Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's friend reported via telephone call that the customer was hospitalized due to vomiting and had a high blood glucose of 480 mg/dl. The friend treated the customer with a bolus from the insulin pump but the blood glucose only came down to 310 mg/dl. The customer was in borderline diabetic ketoacidosis with dehydration. The customer was wearing the insulin pump at the time of admission and was still being treated in the hospital at the time of the report. The drive support cap appeared normal. The friend found two large air bubbles in the tubing and assisted in priming them out. Insulin exited with the manual prime. No leaks were observed. The insulin was clear and within expiration date. The site was red and harder than usual. The infusion set was removed and the cannula was not bent. The time and date and bolus and basal settings were correct. The bolus history displayed all entries based on the customer's recollection. The insulin pump passed the high pressure test.